Manufacturer narrative:
Additional narrative: additional device product codes: nkb, mni, kwp, osh, and kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the united kingdom as follows: it was reported that on an unknown date, the patient underwent a device removal procedure. The implants were removed from the patient following complications in neuromonitoring. This report involves one (1)expedium spine system uniplanar screw 5.5 x 6.0 x 40mm. This is report 3 of 3 for (B)(4)..